Manufacturer narrative:
Testing of the power switch revealed no anomalies. The switch functioned as intended.

Event description:
The customer alleged there were visual alarms but no audio alarm. The nellcor puritan-bennett customer support engineer (npbcse) inspected the device, could not duplicate the reported issue and replaced the power switch as a precaution. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused of contributed to the event alleged in this report.